Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device and no frozen screen. The device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. It was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip, cracked lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated he was trying to bolus and the screen froze. He stated he did not press any buttons for 3 minutes or longer but he was doing the dished and the device was exposed to water. Blood glucose value was 204 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.